Manufacturer narrative:
The reported event that the tip of the device was broken off during testing was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found broken off. No procedural delays or patient involvement were reported with this event.

Event description:
It was reported that during testing conducted at the user facility, the tip of the device was found broken off. No procedural delays or patient involvement were reported with this event.